Manufacturer narrative:
Lot number: this report contains allegations against lot numbers 17e032, 17k017, and 18d013. A batch review was conducted for lot numbers 17e032 and 17k017 and there were no deviations found related to this reported condition during the manufacture of either lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. One (1) device with lot number 18d013 was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 7 </noe> malfunction events. It was reported that seven small volume folfusors had flow issues during infusion. For the seven events, six of the devices overinfused and one device underinfused. The events each involved a patient with no patient consequences. No additional information is available.